Event description:
It was reported that the user performed an incorrect supply change by attaching the connector to the bottom of the pump without the tubing while using an inset 23-inch infusion set, after which customer care guided a full supply change and resumed insulin delivery. Symptoms included no change in blood glucose. Outcomes included no alerts, no alarms, and no need for medical intervention. Investigation included troubleshooting and user education. Investigation of this case revealed user error during the supply change, with the device and infusion set functioning after correct setup. It was concluded, based on previously established findings for similar reports, that the cause was user error.